Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was no longer functioning. The patient experienced recurring incontinence and was not able to maintain an erection. The ipp was replaced, and the pump had migrated up from its original position. The original reservoir was drained and remained in the patient. The new reservoir was implanted on the contralateral side. There were no patient complications reported.